Event description:
The customer reported that the ventilator went vent inop during use on a pt due to a data acquisition pcba adc reference failure. The customer reported there was no pt harm. The hospital biomedical engineer was unable to duplicate the reported problem. As the device was out of warranty, the manufacturers product support engineer advised the biomedical engineer to evaluate the data acquisition pcb board and data acquisition to motor controller pcb cable for replacement to address the reported problem. The biomedical engineer reported the pcb board and cable will be replaced as a precaution to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.